Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not MFR infusion sets.

Event description:
It was reported that the customer experienced issues with the infusion set cannula becoming kinked. Customer had elevated blood glucose levels reaching 600 mg/dl. Customer was unable to provide infusion set MFR.